Manufacturer narrative:
Continuation of d10:  product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024, product ID l-evolutfx-34 (lot: 0012117265); product type: 0195-heart valves product ID evolutfx-34 (B)(6); product type: 0195-heart valves product ID evolutfx-34 (B)(6); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, left femoral access was planned due to a high bifurcation. Two perclose devices were used but puncture could not be successfully achieved, so the access site was changed to right femoral artery. The right femoral artery (minimum vessel diameter 6.7 x 6.7) was punctured without any problems, and an 18fr introducer sheath was inserted. However, the inline sheath for the delivery catheter system (dcs) could not be inserted, so the puncture site was enlarged using metzenbaum scissors. A pre-dilation was performed using an inoue 22mm balloon. When the first valve (B)(6) was attempted to be placed, infolding occurred. Due to the insufficient expansion, the valve was recaptured and replaced. Another pre-dilation was performed successfully using a z-med ii 24mm balloon. A second valve (B)(6) was attempted to be implanted, however infolding occurred once again. A third valve (B)(6) was loaded and successfully used for implant with a good expansion. After valve placement, hemostasis was not successfully achieved. Another perclose was used, but hemostasis was still not achieved, leading to a switch to surgical intervention. The blood vessel had torn vertically from the puncture site and the intima was damaged, so a patch was applied to achieve hemostasis. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a misload was identified during loading for both valves. The identified issue was frame node overlap. The infold for the first valve was first noticed on the first deployment, and the infold for the second valve was first noticed during the second deployment. The first valve was recaptured one time, and the second valve was recaptured two times. A procedural delay occurred in result of the infolds. Per the physician, patient anatomy was not a contributing factor to the infolds. Per the physician, the dissection was due to the difficulty inserting the delivery catheter system (dcs) at the puncture site requiring puncture site enlargement. The injury was first observed at the end of the procedure. It was noted that the patient had a small vessel diameter that contributed to the injury.